Event description:
A balloon angioplasty of the right superficial femoral artery was performed with a new cook 35lp balloon. This appeared to be deflated rapidly during the deflation, and as we tried to pull it out, the 35lp balloon then broke midshaft. The balloon was safely retrieved by removing the sheath, glidewire, and broken cath to the balloon with the resultant shaft from the left common femoral artery. No completion angiography of the left groin was performed as we had necessitated the removal of the sheath, glidewire, and broken cath to the balloon. The patient tolerated the procedure well with no untoward complications.